Manufacturer narrative:
Section b3: date of event corrected. Date of event has been estimated. Section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of the driveline being connected to the system controller for the first time with the timestamp of 19jan2000, indicating that a system controller exchange occurred was confirmed via log file analysis. The log file revealed a gap in the log file from 3jan2000 to 19jan2000 (per timestamps), indicating that the controller was exchanged on 19jan2000 per timestamps. The device appeared to function as intended. A root cause of the reported event could not be conclusively determined through this investigation. Serial number was not provided, therefore a DHR review was not performed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including controller clock not set alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the driveline was connected to the system controller for the first time on the timestamp of (B)(6) 2000, indicating that a system controller exchange occurred.